Event description:
Information was received indicating that during an infusion of cassette containing veletri, the pump exhibited a "no disposable" alarm. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).